Event description:
The blue towels that come in the spine packs are shedding lint.

Manufacturer narrative:
It was reported that the blue towels that come in the spine packs are shedding lint. The blue towel was lying flat on a mayo stand and instruments were lying on top of the towel. The surgeon picked up an instrument that had bone wax on it and saw lint covering the bone wax, the instrument, and his glove. The blue towels were taken off the field and new towels were opened. There were no reports of death, serious injury, medical intervention, or follow up care.